Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer accidently placed the pump into storage mode. Tandem technical support assisted the customer in resuming insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg.